Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. Reportedly, call service alarms had been emitted by the pump more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/21/2014 with the following findings: during investigation, a review of the black box showed no unusual call service alarms recorded. The pump histories were not able to be downloaded due an eeprom read error. Evaluation revealed evidence of moisture condensation on the display lens. The pump failed a leak test due to a case seal leak; the pump¿s case was found to be undamaged. The unit powered on with a call service alarm that did not clear. Further testing was unable to be completed. When the pump case was opened, there was evidence of moisture corrosion found on multiple internal components of the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.